Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon interrogation, it was noted that there was a premature decline in the battery life on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Upon receipt, the device was unable to communicate due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.